Manufacturer narrative:
The serial number customer provided at the time of the call (B)(6) was deemed invalid at the time the extended investigation was performed. Therefore, d4 has been updated to unk. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint and a valid serial number has not been provided. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
He returned meter ((B)(6)) was investigated using retained test strips and a known-good retained battery. Attempted to power on the meter using the button and upon strip insertion; however, the meter did not power on. Additionally, the meter could not be connected to a pc using usb (universal serial bus) cable to download the meter log. The returned meter was further investigated and de-cased and internal visual inspection was performed and no issues were observed. An extended investigation was performed. A visual inspection of the printed circuit board assembly (pcba) was conducted, and no issues were observed. The crystal y1 was measured, and no output was detected. A power consumption test was performed, revealing an off current to be outside the specification limit. The inspection of the pcba using a thermal imager and observed the microcontroller processor u1 overheating. The microcontroller u1 was replaced with a known good unit, and known good batteries were inserted. The meter then powered on. Therefore, the returned mcp was determined to be faulty. The event log could not be retrieved due to the data being stored on the microcontroller. The issue is confirmed to be a faulty mcp. In addition, the device history review (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section d4 (sn) was updated based on the returned product. Section h4 (device mfg date) was updated based on the returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.